Event description:
It was observed that during the device evaluation, the camera head had damage on the adapter, damage on the camera unit and the image cannot be displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit and damage on the camera unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.